Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Event description:
Further information was received indicating that the patient underwent generator replacement surgery on (B)(6) 2015. The generator was replaced due to battery depletion. It was reported that, during a period before the generator replacement, the patient experienced an increase in seizures. After the device was replaced, the patient's seizures were again controlled. For that reason, the surgeon did not replace the lead. It was reported that the explanted generator was discarded by the facility. It will not be returned to the manufacturer.

Event description:
It was reported that the patient¿s vns system showed high impedance. It was reported that x-rays would be taken, but they have not been provided to the manufacturer to date. No known surgical interventions have occurred to date.

Event description:
Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
It was previously reported that the patient still could feel the stimulation and therefore it was decided not to replace the lead. The patient was refered to another hospital to have an MRI for scoliosis (not vns related) where they turned off the generator as normal procedure. Due to the high impedance the hospital performing the MRI did not turn back on the device.

Event description:
X-rays images of the patient were received by the manufacturer. Review of the images showed that the generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin seems to be fully inserted into the generator connector block. The electrodes appeared on the vagus nerve in a normal position. Part of the lead was behind the generator and could not be evaluated. No sharp angles or lead breaks were visible in the portions of the lead that could be assessed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.